Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 06/20/2016. Complaint for 080 intermittent audio output could not be/was confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4)